Manufacturer narrative:
Initial event reported from (B)(6) 2016 was no longer applicable to this event. There were no coding changes necessary. This was updated to reflect the correct, original aware date. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Omitted information regarding the initial report from (B)(6) 2016 where the clinician programmer not being able to interrogate an ins. This was determined to be a separate event and is no longer applicable to this event. Please see product event #(B)(4).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep and it was reported that they were only aware of the event that happened on (B)(6) 2016. All information they had was emailed and sent to the manufacturer.

Event description:
The health care provider (hcp) via a manufacturer representative reported that the clinician programmer did not work when it was trying to communicate with the device. The hcp attempted to communicate with the implantable neurostimulator (ins) and it would not communicate. The manufacturer representative did not know if there was any error code or message seen. Additional information received as the manufacturing representative reported that they programmed this ins with my clinician programmer. After the procedure when the ins was used to do impedance checks the ins would not recognize the clinician programmer. The representative restarted their clinician programmer, 3 times and it still would not find it. They draped the icon antennae and tried to use the icon remote to find the device. The icon remote would also not locate the implant ins. The surgeon then opened the pocket, they tried once more and it still would not work. They then explanted that device and replaced it with a new device and everything worked as usual. The device was then given to the clinical coordinator to be returned to medtronic. No patient outcome was reported as of now.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.